Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope, installed on the universal surgical manipulator (usm) 2, had an inverted image. The site tried reseating the endoscope and installing a second endoscope but the issue persisted. The issue would not clear until the site undocked and re-docked. The technical support engineer (tse) reviewed logs and found no associated faults. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and they confirmed no further issues were noted. The fse informed the customer that it is possible that the endoscope was turned when setting up and when new endoscope attached it was still in guided tool change where it stayed in inverted position. The fse advised the customer that they could try clutching and unclutching after removing tool to undo guided change. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.